Event description:
Customer stated that during a procedure, the drill got hot. Due to this malfunction, there was a ten min delay in the procedure. A back up equipment was available to complete the procedure. There was no adverse consequences associated with this event.

Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. Internal components were evaluated and extensive corrosion was found in the motor assembly and the driveshaft of the device. Corrosion can often lead to increased friction among the rotating parts of the device which can contribute to generation of heat.